Manufacturer narrative:
Pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, reservoir tube lip completely broken off, broken belt clip slot, minor scratched and cracked display window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell, causing damage to battery compartment and cap and display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.